Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to remove the abutment and excess skin. This report is submitted on august 10, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced infection at the abutment site. This report is submitted on september 18, 2023.

Manufacturer narrative:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported). This report is submitted on october 30, 2023.

Manufacturer narrative:
This report is submitted on august 01, 2023.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment site. Subsequently, the patient underwent revision surgery to remove the excess skin (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.